Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump squirted out insulin and alarmed during the manual prime. The insulin pump was not dropped or bumped or exposed to moisture. The blood glucose reading was 206 mg/dl. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to perform basic occlusion, occlusion, excessive no delivery test due to prime alarm. The insulin pump passed self-test, restart test, displacement test and operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.